Event description:
The customer reported via phone call experiencing unexplained high blood glucose levels. The customer's blood glucose was 409 mg/dl, which was treated with 6 units of insulin via bolus. The customer did not exhibit symptoms of high blood glucose. Upon inspection, the customer found 3 air bubbles present along the infusion set tubing. A bent infusion set cannula was found upon removal. The customer reported that all settings appeared to be correct and programmed accurately. She stated that she had received an auto off alarm since the high blood glucose issue began. She stated that the bolus history displayed all entries based off her recollection. She declined to perform the high pressure test and was advised to change the complete infusion set system. She performed a infusion set, reservoir and insulin change and was advised to monitor the device. She was advised to call if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-55680.